Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist, but we were unable to obtain any information. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Traditional 2 stage procedure.